Manufacturer narrative:
Device analysis report attached. This report is submitted on june 12, 2024..

Event description:
Per the clinic, the patient experienced a performance decrement. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 10, 2024.